Manufacturer narrative:
The patient samples were provided for investigation and upon initial investigation, the customer's results could be reproduced. The sample from patient 1 showed an elevated coi still non-reactive, but clearly distinguishable from negative samples. The patient's immune response to sars-cov-2 is detectable, but weak. Per product labeling: "a negative test result does not completely rule out the possibility of an infection with sars-cov-2." For sample 2, the reactive result could be reproduced. The appearance of discrepant reactive results for the elecsys anti-sars-cov-2 assay is rare, but expected for a serological assay.

Manufacturer narrative:
The assays manufactured by snibe and virclia are not listed on the FDA emergency use authorization list. This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys anti-sars-cov-2 assay on a cobas e 411 immunoassay analyzer. It is not known which results were considered to be correct. Controls were acceptable prior to running the patient samples. Refer to the attachment for all patient data. The first patient was positive when tested with the covid-19 polymerase chain reaction method on (B)(6) 2020, but the patient had a non-reactive result with the elecsys anti-sars-cov-2 assay on (B)(6) 2020. The elecsys anti-sars-cov-2 assay result from the first patient also did not agree with competitor results. The second patient had a reactive result with the elecsys anti-sars-cov-2 assay on (B)(6) 2020, but non-reactive results with two competitor methods. The e 801 analyzer serial number is (B)(4).